Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, the stent moved on the balloon. The target lesion was located in the ramus artery. A 0.014" 190cm non-bsc guide wire crossed the lesion and a 2.25x30mm non-bsc balloon catheter was used to predilate the lesion at 6atm for 77 seconds. A 2.75x32mm taxus liberte stent delivery system was selected and advanced into the patient. However, the device was removed from the body prior to deployment and it was noted that the stent was malpositioned on the balloon. The procedure was successfully completed with 2.5x28mm and 2.5x12mm non-bsc drug eluting stents. There were no patient complications reported.